Event description:
Patient was in a motor vehicle accident which resulted in a comminuted tibial/fibular fracture of the right leg. The patient had an open reduction internal fixation with a statically locked alta tibial rod. The patient was partial weight bearing post discharge. An x-ray on may 10,1996, revealed a broken proximal locking screw. On 06/14/96, a diagnosis of delayed union/nonunion was given. Revision surgery was performed to remove the broken screws. The rod was left as dynamized.

Manufacturer narrative:
Summary of evaluation: requests were made for the return of the device. The device has not been returned to howmedica rutherford. Therefore, evaluation of this event cannot be performed.